Event description:
It was reported that the patient presented with a free perforation in the right coronary artery. The 3.5x16mm graftmaster covered stent was deployed at 15 atmospheres; however, it was noted that the covered stent did not seal the distal segment as the perforation was larger than expected. Therefore, another 3.5x16mm graftmaster covered stent was deployed at 15 atmospheres, but it was noted the stent did not seal the perforation at the proximal segment as the perforation was noted to be larger than expected. A third 2.8x16mm graftmaster was used and seal the perforation successfully. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.